Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (discharge and charge profile faults) was confirmed. Upon investigation, the monitor failed incoming functionality testing and displayed a service code 102. The cause for the service code and faults was isolated to an intermittent connection at the j1000 connector and j1000 jumper on the monitor's computer/analog pca. The root cause for the intermittent connection could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a french patient's monitor was causing discharge and charge profile faults.